Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received motor communication error alarm after removing insulin pump for a shower. Customer's blood glucose was 152 mg/dl. After troubleshooting, insulin pump continued to alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed self test and no a39 alarm noted. However, the insulin pump was received with cracked case at the display window corners, battery tube threads, broken reservoir tube lip and minor scratched display window.